Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated the group changes at times. The patient said not all the time, but group a shows up and they should only be using group b. The patient stated this started a while ago while switching to b. The patient wondered if it was normal to increase stimulation when having pain. The patient stated they cannot increase stimulation because they get pain in their head and this started a couple months ago. No further complications were reported.